Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. At an unspecified time, on an unspecified channel, the device was programmed to deliver unspecified concentration of heparin. No specific programming parameters were provided. After an unspecified length time, the device alarmed with an e321 error code. At that time, the nurse was unable to clear the error code. The device was resolved from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device passed testing. During testing, channel 2 of the device alarmed with "warning replace battery" on power on". A probable cause may be due to the battery. Although the device passed testing, the device has been identified as part of a product recall. The device history was downloaded at the service center. A review of the last programming of the device history indicates on (B)(6) 2013 at 1422, the delivery was stopped vi (volume infused) of 156.3ml, channel 1 of the device was programmed for dose calc therapy to deliver at a rate of 12units/min, with a vtbi (volume to be infused) of 171.1ml, for duration of 14 hours and 47 minutes, and the delivery was place in standby. At 1815, volume cleared; line a 156.3ml, line b 0ml. On (B)(6) 2013 at 1420, standby was stopped, vi of 0ml. Between 1422 and 1423, device alarmed n101 (no action alarm), alarm was silenced and the channel was turned off. A review of the last programming of the device history indicates on (B)(6) 2013 at 0014, channel 2 of the device was programmed for dose calc therapy to deliver at a rate of 18units/min, with a vtbi (volume to be infused) of 209.2ml, for duration of 11 hours and 38 minutes, and the delivery was started. At 0229, the device alarmed warning replace battery". At 0231, the device was plugged into ac power and the delivery was stopped, vi of 72.1ml. At 0232, the channel was turned off. A review of the last programming of the device history indicates on (B)(6) 2013 at 2157, channel 3 of the device was programmed to deliver at a rate of 16.5ml/hr, with a vtbi (volume to be infused) of 42.6ml, for duration of 2 hours and 36 minutes, and the delivery was started. On (B)(6) 2013 at 0032, the device alarmed with n161 (line a program completed), kvo 1ml/hr started and volume cleared; line a 86.9ml, line b 0ml, the delivery was restarted with a vtbi of 2ml, then stopped and the device was turned off. There were no e321 (battery charger timeout) error codes seen in the histories, the devices delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.